Manufacturer narrative:
It was reported that the patient's skin was excised during an abutment change. This report is submitted on 13 january 2020.

Manufacturer narrative:
The reported adverse event is associated with a returned device; however, the provided clinical information was reviewed by the manufacturer and no specific device analysis is deemed necessary at this time. Previous product examinations have not showed any relationship between a product geometrical deviation and the reported clinical complication. Additionally, there are no indications that a product failure has contributed to the reported issue. Adverse skin reactions around the baha abutment, ranging from slight redness to infected tissue, are common complications with baha implants, and can occur at any time following implantation. This report is submitted on december 4, 2019.

Event description:
Per the clinic, the patient developed recurrent infections at the implant site. Treatment with IV antibiotics were unsuccessful, resulting in removal of the abutment. The patient will resume device use after the infection has healed. The patient continues clinical treatment with their healthcare provider.